Event description:
During a roller study, the hcp determined that the pump had been empty for 8 months and in stopped pump mode. The pump was filled with saline. The pump had been filled with bupivacaine and dilaudid. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.